Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer saline leakage was observed at the exit site (10 days post insertion). Midline insertion was smooth no complications. Additional information received 6/15/2024: it was reported the device was removed and a new one was inserted. There were no complications or negative patient impact reported as the device was replaced on spot. No other information was provided.